Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: fg maverick 2 mr, 2.00mm x 15mm catheter was returned for analysis. A visual and tactile inspection identified no issues with hypotube shaft and no kinks or damages with shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole 2mm distal from the proximal markerband and there were no issues noted with the bumper tip. A leakage testing was performed wherein an attempt was then made to inflate the balloon; however, a leak was noted coming from the pinhole 2mm distal form the proximal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00 mm x 15 mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.